Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate and service the device. The fse confirmed the lid damage. The lid was replaced. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the endoscope reprocessor has minor lid damage. The lid has cracks on the outside that do not penetrate all the way through. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed, a chemical crack due to adhered chemical solution which was not removed, or aging degradation. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged."